Event description:
The hcp reported that while placing a bravo ph monitor the capsule attached to the esophagus, but would not deploy from the delivery system. The capsule did not remain attached to the esophagus and the delivery system was removed from the pt with the capsule still attached to it. The physician noted that blood and tissue were present on the capsule. A second procedure was done with a new capsule and was successful. No serious injury to the pt was reported.

Manufacturer narrative:
To date, the device has not been returned to medtronic for evaluation. If further info is received or the device returned, a follow-up medwatch report will be sent.